Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that the implant failed to lengthen twice. "They have used power 3 and can hear the emit sound of the jts unit working but no lengthening".

Manufacturer narrative:
The device identification has been corrected from jts drive unit 907-236 to jts distal femur pin 18839. Additional manufacture narrative: reported event: an event regarding an failure of extension involving a jts distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: no medical records were received for review. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 21aug2014 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 28th feb 2016 to present for similar reported events regarding extension mechanism seizing. There have been 9 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that the implant failed to lengthen twice. "They have used power 3 and can hear the emit sound of the jts unit working but no lengthening."

Manufacturer narrative:
Reported event: an event regarding a failure of extension involving a jts distal femur was reported. The event was confirmed by functional inspection. Product evaluation and results: visual inspection: the distal part of jts distal femur (pin 18839) and bushes ware received. Visual inspection of the distal part of the jts distal femur (pin 18839) revealed deformation on the most proximal part of the lead screw. Post-operative pictures were also received, showing that the explanted jts distal femur was lengthened 4 cm in situ. The device was also lengthened of about 5 mm post explantation. Visual inspection of the bushes did not identify any damage or non-conformity relevant to the reported event. Functional inspection: the explant did not pass the final functionality test, since the gearbox did not produce a smooth running sound and the gearbox did not spin without hesitation. Due to the condition the explant was received, the device was unable to be reassembled. Debris and cement prevented the assembly of the stem ¿ shaft interface. Clinician review: no medical records were received for review. Product history review: review of the product history records indicate1 device was manufactured and accepted into final stock on 21aug2014 with no reported discrepancies. Complaint history review: there have been 9 other events relevant to this investigation. An event regarding an failure of extension involving a jts distal femur was reported. The event was confirmed by functional inspection. The sales rep reported that the prosthesis was initially lengthened evenly and successfully to approximately 4cm. (I.e. Around ten lengthening procedures performed). After a long period where no lengthening was done despite the follow-up reminders made by the health care professional, the implant failed to lengthen. Once the prosthesis had been removed, it was noticed that a lot of fibrosis had taken place around the prosthesis. The sales rep tested the implant in the presence of the pharmacist for 2 series of 20 minutes: they could hear the mechanism working (worm screw that turns), feel the electromagnet vibrate and measure approximately an elongation of 5mm. This test confirmed that the device was extending but not as intended. The functionality test also confirmed this result: the device did not pass the functionality, since the gearbox did not produce a smooth running sound and the gearbox did not spin without hesitation the exact cause of the event could not be determined because further disruptive investigation is needed to determine root cause. No further investigation for this event is possible at this time as no patient's consent was received by siw. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
It has been reported that the implant failed to lengthen twice. "They have used power 3 and can hear the emit sound of the jts unit working but no lengthening.".